Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Despite no previous reports of cartridge alarm 30, consecutive cartridge alarms were confirmed by technical support. As a resolution, the pump was set to be replaced by technical support. No additional information was received regarding the outcome of the event.